Manufacturer narrative:
As part of heartflow's internal review, we identified a computed tomography (CT) dataset was potentially incorrectly accepted for processing the heartflow analysis. The investigation determined that the available CT dataset did not meet heartflow's image quality requirements. Heartflow incorrectly assessed the image quality in this dataset during the acceptance of this case due to misinterpretation of the CT data by the automated technology and inspection process. Heartflow intends to notify the physician in care of the patient of the investigation findings. While heartflow has identified this issue, the physician has not provided feedback, nor indicated a safety event with the patient. Heartflow analysis instructions for use include the following warnings: due to the variability in the heartflow analysis, the output should be reviewed as one of several clinical data points to be used in conjunction with the patient's original CT images, clinical history, symptoms, and other diagnostic tests, as well as an appropriately trained clinician's clinical judgment, to evaluate the patient.

Event description:
Heartflow identified a computed tomography (CT) dataset was potentially incorrectly accepted for processing.